Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2014-04091 & 2015-00754 /-00755 /-00756).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's medical records indicates the patient underwent a revision on (B)(6) 2012 due to metallosis and elevated metal ion levels. The revision operative report noted the presence of turbid fluid, white fibrin debris, and scuffing on the head. The modular head, taper adapter and acetabular cup were removed and replaced with a biomet head with taper adapter and a competitor acetabular system. Patient medical records further indicate the patient underwent an irrigation and debridement procedure on (B)(6) 2012 due to infection. The operative report noted the presence of yellow purulent material, necrotic tissue and granulation tissue. The competitor acetabular liner and biomet head and taper adapter were replaced with another biomet head and taper adapter and competitor liner.